Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that pocket was infected. The pacemaker (pm) system was explanted and replaced. The patient was asymptomatic and stable throughout the procedure.